Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after impella cp was placed, percutaneous coronary intervention was performed. When performing the sheath exchange the peel away sheath was pulled back but there was difficulty breaking away and impella was pulled completely into the aorta. After trying to get impella back across valve without success, a decision was made to explant cp and place a new one. The patient remained stable and survived the event.

Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issues was most likely a use related issue. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20488. E4 should have been left blank. G1 reporting contact fax number missing.